Manufacturer narrative:
Examination of the submitted device confirmed fractured due to high-cycle, low-stress fatigue. There were no inclusions or material defects that could have contributed to crack initiation or propagation. The fracture of the stem occurred approximately level with the proximal end of the sleeve. The investigation could not draw any conclusions about the root cause of the stem high-cycle, low-stress fatigue; however, while there was some evidence of cement to bone interdigitation and bony ingrowth, it did not appear to be widespread suggesting insufficient sleeve fixation which is a potential be a contributing factor. After a review of the device inspection records, it has been determined that the stem device was manufactured out of the correct material and to all inspection criteria specifications. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address an infection and a broken srom femoral stem. A 20 minute delay to surgery was also noted.